Event description:
It was reported to philips that device is failing the self test, it displays "deactivated equipment: failure in the system". There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that device is failing the self-test, it displays "deactivated equipment: failure in the system", or sometimes "admin defibrillation test: failure" appears. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining capacitor failure. The fse (field service engineer) replaced the capacitor to solve the issue. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.